Manufacturer narrative:
The tina-quant c-reactive protein IV reagent lot number is 926379. The expiration date was requested but not provided. The investigation reviewed the analyzer log and found insufficient customer maintenance, cell blank and abnormal aspiration errors, and a recommendation to replace the syringe seal. The field service engineer inspected the analyzer and found that the sample probe was incorrectly adjusted. He performed repairs and adjustments. The customer has not reported any other issues after the service.

Event description:
The initial reporter received questionable tina-quant c-reactive protein IV assay results from four patient samples tested on the cobas c 703 analytical unit. Patient sample 1 on (B)(6) 2026, the initial result was 1.32. On (B)(6) 2026, the repeat result was 170.0. Patient sample 2 on (B)(6) 2026, the initial result was 2.1. On (B)(6) 2026, the repeat result was 236.0. Patient sample 3 on (B)(6) 2026, the initial result was 2.84. The repeat result was 94.9. Patient sample 4 on (B)(6) 2026, the initial result was <1.0. The repeat result was 30.8. The unit of measurement was not provided.